Event description:
It was reported that on (B)(6) 2023, a 6mm amplatzer septal occluder was selected for an implant using a 7f amplatzer torqvue delivery system(itv). During procedure, the occluder formed cobra phenomenon. Device was removed from the patient prior to release form the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. A new 6mm amplatzer septal occluder was successfully implanted. The patient is stable.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined; however, the use of a 7f delivery system may have contributed to the reported event as the use of a larger than recommended delivery system may influence deformations.